Event description:
It was reported that during use in surgery, the handpiece started running without depressing the trigger. It is unknown if the safety was on or at what speed the device ran. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the handpiece was received for investigation. The investigation is still in process. A follow up will be filed upon completion of investigation.